Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a relationship between the reported perforation and the subject device could not be determined. A device defect could not be confirmed from the obtained information, and the device was not returned to olympus for an evaluation. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿operation manual: important information ¿ please read before use never perform flexibility adjustment, operate the bending section, feed air or perform suction, insert or withdraw the endoscope¿s insertion section, or use endotherapy accessories without viewing the endoscopic image or while the endoscopic image is frozen. Patient injury, bleeding, and/or perforation may result. Regardless of the flexibility of the endoscope¿s insertion tube, never insert or withdraw the insertion section abruptly or with excessive force. Patient injury, bleeding, and/or perforation may result. If it is difficult to insert the endoscope, do not forcibly insert the endoscope; stop the endoscopy. Forcible insertion can result in patient injury, bleeding, and/or perforation.¿ olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported to olympus, on behalf of the customer, the nurse noticed the doctor had "difficulty on the penetration" during a therapeutic endoscopic retrograde cholangiopancreatogram (ecrp) due to the stiffness of the new evis exera iii duodenovideoscope. She saw there was "potential perforation at the stomach area" during the procedure. Upon further inquiry, it was reported, there was no malfunction of device and it was suspected the doctor's skill caused the potential perforation as "seen by the nurse" during procedure. The device was tested prior to use and no malfunction was detected. There was no further information provided from the nurse or doctor regarding the patient, any additional medical interventions/treatment provided, nor the exact anatomical size or location of the reported injury.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.